Manufacturer narrative:
D2a - common device name: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Photos of the front and back of the pouch were provided, the device is coiled in the pouch, but the lot number cannot be clearly seen. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided does not say if the balloon was test inflated prior to use. The instructions for use (IFU) states, "verify balloon integrity prior to use by attaching the enclosed syringe to the stopcock and inflating the balloon with air only.". The instructions for use (IFU) states, "once the balloon is endoscopically visualized in the duodenum, turn the stopcock to the open position and deflate the balloon.". Prior to distribution, all fusion extraction balloon with multiple sizing are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography for stone extraction in the common bile duct, the physician used a cook fusion extraction balloon with multiple sizing. It was reported that the balloon could not deflate once in the bile duct. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
D2a - common device name: biliary catheter for stone removal that may also allow for irrigation and contrast injection investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Photos of the front and back of the pouch were provided, the device is coiled in the pouch, but the lot number cannot be clearly seen. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The balloon inflated and deflated without difficulty. The device was returned in a coiled position with the syringe in the pouch. The balloon was inflated with air using the syringe provided. The balloon inflated as expected and the stop cock was turned to closed. A visual examination of the balloon did not find any leaks or defects. Upon turning the stopcock to open, the balloon deflated within a few seconds (reference attached inflation/deflation video). No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device could not confirm the report, the balloon inflated and deflated without difficulty. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided states the balloon was inflated prior to use and inflated properly. This means the balloon was intact and functioning prior to advancement down the endoscope accessory channel. The instructions for use (IFU) states, "once the balloon is endoscopically visualized in the duodenum, turn the stopcock to the open position and deflate the balloon." Prior to distribution, all fusion extraction balloon with multiple sizing are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.